Event description:
The ez35b was used during an lavh. The device was fired across the ip ligament. The artery was not occluded. There was heavy bleeding which required cautery. There was no consequence to the patient.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.